Event description:
It was reported the lead integrity alert (lia) was triggered due to the right ventricular (rv) lead exhibiting oversensing. The rv lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).